Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported a poor communication screen on the patient programmer. It was reported that the patient program won¿t telemetry with or without the antenna. The patient reported that the recharger could communicate with the ins. Antenna use was reviewed, the antenna was unplugged, and the patient programmer placed directly over the ins, on skin and sync. The trouble shooting did not resolve the communication issue. The patient reported that they could not get the stimulation to be turned on with the patient programmer. The patient reported that on (B)(6) 2017, they had the stimulation turned on but the stimulation seems to be changing by itself when they change position. The patient reported that they do not have an adaptive stimulation programmed. The patient reported that they have too much stimulation while standing or sitting up or when they lay on their back and bend legs. It was suggested to the patient that if the stimulation is uncomfortable, they should use the recharger to turn the stimulator off while awaiting a replacement patient programmer.

Manufacturer narrative:
Analysis of the patient programmer (B)(4) found that the telemetry board was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their programmer had resolved their issues, and they had no problems after getting the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.